Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument stopped working and did not seal. A backup instrument was used to complete the procedure. There was no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The vse instrument was inspected prior to use, and nothing out of the ordinary was observe. Sealing was being performed at the time of the event. The instrument exhibited insufficient sealing. The instrument sealed once and then failed. There were no errors during the vessel sealer issue. The seal cycle completed the first time with the fast audible tones as expected but no sealing occurred afterwards. The tissue effect was observed during the first sealing cycle. The tissue was not cut. The jaws did not come into contact with a clip, suture, staple, or other metal objects. The jaws were not immersed in a liquid or contaminated by carbonized tissue prior to or during the sealing cycle. There was no bleeding and no patient harm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed on an in-house system and passed the recognition and engagement tests. The vse instrument moved intuitively with the full range of motion in all directions. The grips opened and closed properly. The instrument cut and released energy. No failures were found in the instrument logs. The instrument was fully functional, and no issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.